Manufacturer narrative:
Film evaluation summary; the reported endoleak was confirmed; however, the cause could not be determined from the returned films. The anatomy at implant is unknown, and earlier post-implant films were not provided for comparison. CT¿s returned from ~7 years post-implant revealed that the endurant bifurcate was positioned just below the lowest right renal artery. Although there was minimal proximal radial force (bifurcate was not currently oversized) there appeared to be an adequate proximal seal and no clear type ia endoleak. The aaa maximum diameter measured 71mm, and contrast was seen outside the stent graft from what appeared most likely to be a type ii endoleak from a pair of lumbar arteries. The likely type ii entered the right-posterior sac from near the level of the bifurcate flow divider, and the contrast filled a large portion of the sac up to the right/ipsi side of the bifurcate limb origin. Although a type iiib from the bifurcate cannot be ruled out, there did not appear to be contrast emanating from the stent graft. Angiograms during an intervention 1-week later showed contrast outside the stent graft, from what appeared to be a localized jetting of contrast emanating from the right/ipsi side of the bifurcate, between the stent rings at the level of the flow divider. This was followed by the implant of multiple endoanchors (approximately 10) placed around the perimeter of the proximal bifurcate/aorta. An endurant limb was then seen having been implanted up the right side, positioned proximally from the flow divider and extending distally into the right external iliac artery. This was followed by implant of a bare metal balloon expandable stents into the origin of both the right and left limbs. Final angio showed likely resolution of the previously seen endoleak. The exact cause and source of the endoleak could not be confirmed. From the returned CT¿s a likely type ii was seen. An additional type iiib endoleak could not be ruled out, and angiograms appear to show a type iiib fabric endoleak coming from near the origin of the right/ipsi limb, which was subsequently resolved following re-lining of the right limb. Analysis of the returned films did not reveal any stent graft characteristics or anatomical anomalies that could explain the observed endoleak. No stent overlap or angulation was observed near the suspected endoleak, and no calcification or any clear abrasion source was seen from the returned CT¿s or angiograms that may have led to the endoleak. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that an ultrasound on an unknown date showed a suspected type iiia endoleak in the bifurcated stent graft. A later CT scan showed the leak was possibly a type ia but angiogram during an intervention procedure carried out approximately seven years post the index procedure showed a type iii. It was reported the stent graft was relined with a tube graft and the leak resolved, confirming a type iii endoleak. Endoanchors were also implanted prophylactically during the intervention procedure. As per the physician, the cause of the event cannot be determined. It was reported there was probably a graft defect. No additional clinical sequelae were reported and the patient is fine.